Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The "no problem detected" conclusion code was selected based on lack of objective evidence of a device defect and passing product record reviews.

Event description:
It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service at this point. No adverse patient effects were reported.

Event description:
It was reported that a request was made to have data from this implantable pulse generator analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been explanted and a new device was implanted at the same surgical intervention. No adverse patient effects were reported.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The "no problem detected" conclusion code was selected based on lack of objective evidence of a device defect and passing product record reviews.